Manufacturer narrative:
A1: patient identifier: requested, not provided due data privacy a2: age & date of birth: requested, not provided due data privacy a3a: patient sex: requested, not provided due data privacy a4: weight: requested, not provided due data privacy a5: ethnicity: requested, not provided due data privacy a6: race: requested, not provided due data privacy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device cap, also referred to as the system cap, was torn off during withdrawal of the device. The event did not result in patient injury. There were no other devices or equipment used with the involved device.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 8fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition. The components of the carrier tube were returned separate, with the device sleeves and carrier tube shaft inserted into the sheath. The suture spool was returned fully deployed and cut. The components of the carrier tube subassembly were inspected and no damage or issues were noted on the components. The shaft of the carrier tube was removed from the sheath and the components of the carrier tube were able to be fully assembled. The angio-seal device was returned for evaluation and the sample was noted to be returned with the sub-components of the carrier tube separated. An investigation by the manufacture was requested, however, the exact root cause could not be determined. As a result, the complaint was confirmed for a separation issue of the carrier tube subcomponents. It is possible the suture spool frame was able to be separated from the main body of the carrier tube during deployment; however, this cannot be confirmed. An awareness was provided in response to the incident. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).